Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the device was pacing at the upper sensor rate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was pacing at the maximum pacing rate when the patient was at rest which resulted in the patient experiencing palpitations. The activity sensor was programmed off and the patient has not experienced any further palpitations. The ipg remains in use. No further patient complications have been reported as a result of this event.